Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that cardiac ablation procedure, after delivering nine applications, isolation was not achieved. The loop catheter was pulled back tore-map. The loop catheter array inverted and did not re-sheath as it normally does. Multiple attempts were made to re-extend the full array in the right atrium and then re-sheath, but the loop catheter became stuck at the sheath hub. During removal, the loop catheter began to break into pieces, with part of the array breaking off and some pieces remaining on the table while others were stuck on the sheath hub. Technical support was consulted and advised to remove the sheath. A guidewire was inserted to maintain groin access, and the remainder of the contour sheath shaft was pulled out and the access site was closed. The remainder of the procedure was completed using a previously opened competitor's ablation catheter through different access site that was used for the intracardiac echocardiography (ice) catheter. No patient complications have been reported as a result of this event.